Event description:
A peritoneal dialysis (pd) patient contacted (B)(6) customer service to report that the purell hand sanitizer is causing him to break out. There was patient involvement, and adverse event was reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).